Event description:
It was reported that stent damage occurred. A 2.25 x 20mm synergy drug-eluting stent was advanced to the distal end of a previously implanted stent, but resistance was encountered. The device was removed, however, it was found that the stent edge was lifted. The procedure was completed with a different device. There were no patient complications reported.